Event description:
On (B)(6) 2013, it was reported that the patient had experienced episodes of elevated blood glucose levels since (B)(6) 2013. The patient and his mother changed the infusion set, but the problem persisted. The elevated levels had to be corrected via insulin injections. The patient and his mother think the infusion device delivers an inaccurate amount of insulin. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The delivery accuracy, occlusion limits and alarm functions were tested successfully and all test results were within product specification. No malfunction of the device could be observed also gave the technical investigation no evidence that the device did cause or contribute to the condition reported by the customer.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.